Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that shortly after initial implant of this mechanical valve, the physician adjusted the location and noticed that one of the leaflets could not move. As a result the valve was explanted and replaced. There were no additional adverse patient effects reported.